Event description:
While the paramedic was attempting to intubate the patient with the portable video laryngoscope, the device shut itself off. The paramedic turned the device back on and it appeared to be working, but then it shut off again. The paramedic switched to using a manual laryngoscope and successfully intubated the patient. After the run, the batteries were changed and the portable video largyngoscope worked again. The video largyngoscope was placed back in service.